Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the cysto-nephro videoscope had a complete loss of the tip rubber. There was no patient involvement in this reported event.